Event description:
It was reported by svc report that the footboard was damaged. The scale and bed exit module panels were cracked and there were exposed bare wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard.